Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturing report number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: concomitant devices: unknown zimmer articular surface catalog#: ni lot#: ni, unknown zimmer femoral component catalog#: ni, lot#: ni, unknown zimmer tibial component catalog#: ni, lot#: ni. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that three (3) patients underwent knee arthroplasty revisions to address post-operative fracture of the patella post. The fractures occurred without trauma and the surgeon noted was likely due to poor ingrowth into the body of the patella. Attempts have been made; however, no additional information is available.